Event description:
In 2009, patient reported receiving an e6 (mechanical error) on her infusion device. Patient stated the error occurred one day prior to report, and she did "everything the book told her". She states, she changed the battery, infusion set, and cartridge. Patient reported she cleared the error, but it came back this morning. Had patient insert another battery into the infusion device. Advised patient to purchase aa alkaline lr6 batteries. Had patient complete the change the cartridge procedure by removing the cartridge, returning piston rod, raising piston rod, and inserting cartridge back in. Patient reported, she was able to prime the infusion set successfully. She stated, she put infusion device in run mode and error did not reoccur. Had patient connect to her infusion site. Advised patient that battery cover and adapter are disposable accessories. Sending complimentary battery cover and adapter; requested return of alleged infusion device. On call back two days later, patient reported when she received the e6 she did not want to get out of bed, so she just confirmed the error and went back to sleep. Patient stated 5 hours later, her blood glucose was 500 mg/dl. Patient stated, she brought the sugar down with an injection. Patient reported her infusion device was in stop mode for about 5 hours while she was sleeping. She stated, infusion device was in stop mode due to the e6 mechanical error message. Patient reported her blood glucose has gone down now.